Manufacturer narrative:
Device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger/modem was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, the y1 crystal oscillator was open on the bedside pca. The root cause for the u1003, u104, and y1 failure could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a battery charger/modem was resetting.